Event description:
The initial reporter received questionable elecsys hcg+b (hcg+b) results for two patient samples tested on the cobas 6000 e 601 module. The initial results were reported outside of the laboratory. The doctor flagged the results because they did not fit with the medical history of the patient. The sample was rerun on the module and another e 601 module. On (B)(6) 2022, patient 1 had an initial result from the module of 0.1 with a data flag (the unit of measurement was not provided). The sample was then diluted and rerun. The result of the diluted sample from the module was 148,670 miu/l. The first repeat result of the diluted sample from the other module was 150, 354 miu/l. The diluted sample was rerun on the other module to confirm that this module did not have any issues. The second repeat result of the diluted sample from the other module was 150,259 miu/l. The doctor deemed this result correct. On (B)(6) 2022, patient 2 had an initial result from the module of 0.1 with a data flag (the unit of measurement was not provided). The repeat result from the other module was 1,149 miu/l. The repeat result was deemed correct. The reagent lot number is 58457901 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The calibration performed on (B)(6) 2022 did not indicate an issue. The qc recovery for level 2 appeared to be within -2sd. The qc for level 2 did not indicate an issue. The qc recovery provided for level 3 did not contain dates of measurement or actual measurements. The qc recovery for level 1 was not provided. The customer provided alarm frequency statistics from their clinical laboratory information instead of the instrument's alarm trace or the instrument alarm history from their clinical laboratory information instrument performance. The investigation was unable to view specific alarms for the day of the event. The field service engineer (fse) found the sample mechanism to be loose. He then tightened this mechanism. He performed verification tests with acceptable results. The customer performed calibration and qcs with acceptable results. The customer could not provide the date when they last cleaned the sample probe. Product labeling states: "daily maintenance: in this section, you find all the maintenance for the e 601 module that must be performed every day. Cleaning probes and sippers - clean the reagent probe, sample probe, sipper probes, and pre-wash sippers to remove residual solution and precipitation. Impurities on the sample probe may cause problems and affect results. After cleaning the probe, its discharge and operation should be checked. When cleaning, take care not to bend or damage the probes or sippers. Operator time: approximately 5 minutes materials required: lint-free gauze squares, alcohol, deionized water, paper towel." After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.